Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed for stem fracture and for cup malposition from the medical review. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: medical records document a difficult primary arthroplasty in 2011 where present hip deformity with a narrow femoral canal dictated the use of a short stem for fear of excessive leg lengthening if the stem would stay proud of the bone resection level. X-rays confirm an adequate size of the stem but a combination of present stem neck and +8-mm femoral head results in a relatively large offset, higher than the one for the left hip which appears more natural. Otherwise the stem has stable cemented fixation in the bone. The trident cup has a low inclination of 36° with virtually absent anteversion as evident by the near flat line projection of the cup opening circle. Diagnosis:cup malposition in low inclination and virtually absent anteversion in combination with use of a +8-mm femoral neck as used for compensation of reduced stability as a consequence of this cup malposition during trial testing of the devices contributed to an overload condition across the arthroplasty bearing causing fatigue accumulation in the stem neck and ending in a stem neck fatigue fracture. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that the cause of the event was cup malposition in low inclination and virtually absent anteversion in combination with use of a +8-mm femoral neck as used for compensation of reduced stability as a consequence of this cup malposition during trial testing of the devices contributed to an overload condition across the arthroplasty bearing causing fatigue accumulation in the stem neck and ending in a stem neck fatigue fracture. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Exeter c in c stem originally implanted on (B)(6) 2011, fractured just below the head/neck junction. This stem was removed & replaced with another exeter c in c stem